Event description:
It was reported the core wire popped through the balloon catheter during a pyloric dilation procedure. A perforation in the area of the dilation was noted. The pt was admitted for observation & the perforation heeled on its own. The pt was released & is in good condition. The balloon catheter was returned, retained & evaluated by this MFR. The eval revealed the wire was protruding through the tip of the catheter. It appears as though resistance may have been encountered upon advancement & continued force may have contributed to the wire protruding through the tip. However, since the exact cause of the perforation is not known, co cannot determine the exact cause for this event. "Dfus:" warning: possible complications that may result from a gastrointestinal balloon dilation procedure include...perforation..."